Event description:
Physician reporting when removing catheter (20g closed tip), some resistance was met, the catheter stretched, and when it was removed, the catheter was not intact. One cm of the catheter broke at the distal end when removing. Pt is "fine" per physician.